Event description:
The patient was also irritable, had a fever, and was shaking. The catheter was revised. The patient recovered without sequela. The pump was delivering gablofen.

Manufacturer narrative:
(B)(4).

Event description:
There was a distal segment catheter kink. It was noted that surgical intervention was required, not date or explanation was given. Patient symptoms were altered mental status, increased spasticity and underdose symptoms. Patient status at the time of this report was alive, no injury, no adverse event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter: model 8709sc serial# (B)(4), implanted: 2009 (B)(6), catheter model 8596sc serial# (B)(4), implanted: 2009 (B)(6). (B)(4).